Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multisystem organ failure. The death was not thought to be device or therapy related, and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The pump was deactivated and will not be explanted. An autopsy will not be performed. The device parameters were within normal limits for this patient. No alarms were associated with the event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 11jan2021. The heartmate 3 lvas instructions for use (IFU) (rev. C) lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.